Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. The additional evaluation visual inspection has shown that the inner thread of this end cap is damaged. We are not aware of any further complaints with this phenomenon. We are not able to give a conclusive statement regarding a possible failure reason. This article was manufactured according to specifications.

Event description:
It was reported that the end cap could not be connected with the nail. The implant could not be connected on the bottom part of the nail. This is report 1 of 1 for complaint (B)(4).